Event description:
It was reported that when turned on, prior to hooking the patient up to the cardiosave intra-aortic balloon pump (iabp) unit makes a loud screeching noise. The unit was swapped out for another unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed internal communication failure. Fse recalibrated the cardiosave unit. Fse performed all checks and calibrations, unit has passed all test and it was ready for clinical use.